Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) has battery issues. The unit was swapped out. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) has battery issues. The unit was swapped out. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) replaced the executive processor board, which resolved the issue. The unit passed all functional and safety tests and was returned to the customer.